Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015 on patient's father behalf to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. At the time of contact the patient care specialist did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).